Event description:
It was reported the reservoir was leaking through the o-rings into the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.